Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 100% stenosed and moderately calcified target lesion was located in the moderately tortuous right anterior tibial artery. After a guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon was used for dilatation. The balloon ruptured at 6atmospheres on the 1st inflation. The procedure was completed with a 1.5mmx20mm coyote balloon catheter. No patient complications were reported and the patient status was good.

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 100% stenosed and moderately calcified target lesion was located in the moderately tortuous right anterior tibial artery. After a guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon was used for dilatation. The balloon ruptured at 6atmospheres on the 1st inflation. The procedure was completed with a 1.5mm x 20mm coyote balloon catheter. No patient complications were reported and the patient status was good.